Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted crystallized contrast visible in the loosely folded balloon and inflation lumen, consistent with preparation and use of the stent delivery system (sds). There was kink in the hypotube 39.5 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties. Difficulty removing the sds post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. In manufacturing, all sds are 100% inspected for proper balloon fold configuration and damage, and a sampling of units is destructively tested for proper stent deployment and balloon deflation. It is possible the stent was not fully deployed as the balloon was only inflated to nominal pressure, resulting in an interaction with the stent implant; however this could not be verified. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the difficulty removing the sds post deployment could not be determined.

Event description:
It was reported that during a distal circumflex coronary artery stenting procedure with the 3.0 x 15 xience v stent, the balloon was inflated to 9 atmospheres deploying the stent. Upon removal of the stent delivery system, it was reported that it felt like the balloon was sticking to the stent. The device was removed without further incident. There was no adverse patient effect. Though requested there was no additional information provided.